Event description:
This case was first reported as fail to calibrate. The capsule arrived separately from the delivery system. There is signs of blood on the capsule. Following internal investigation, it was decided to investigate as fail to attach case.